Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle had first zero scale of the syringe was lower. The following information was provided by the initial reporter, translated from korean to english: and the customer found that the first (zero) scale of the syringe was lower than it should be.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval:yes. D10: returned to manufacturer on: 18-oct 2022. H6: investigation summary: customer returned (20) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 1175967. Customer states that the first (zero) scale of the syringe was lower than it should be. Samples were tested using the plug gauge and all scale marking placements fall within specifications. A review of the device history record was completed for batch# 1175967. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text: see h10.

Event description:
Excessive silicon lubricant & inaccurate scale marks. The customer stated that there were many syringes with excessive silicon lubricant and the number was about 20. And the customer found that the first (zero) scale of the syringe was lower than it should be.